Event description:
Dr. Revised a triathlon tibial insert originally done by dr. At kent hospital at an unknown date. He revised from a 6x11 to a 6x9 due to scar tissue and tightening of soft tissue.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.